Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023 to treat abdominal pain by targeting the intercostal nerve. Approximately two weeks after being implanted the patient became unresponsive to communications from nalu and the implanting physician. On 13jun2023, nalu tech support received a phone call from an MRI technician to inquire about the patient's MRI constitutionality as related to the nalu system. At the time of the phone call, the MRI tech made nalu aware that the patient had the nalu system explanted on (B)(6) 2023 by a different physician than the one who performed the implant.

Manufacturer narrative:
Nalu medical has not received any reports of failure or malfunction of the nalu system or its components nor any requests for troubleshooting since the time of implant. Per the surgical notes, as reported by the MRI tech, the patient requested to have the implant removed without providing any specific reason. Also per the surgical notes, all implanted components were removed without incident. The entire system was discarded at the time of explant and thus is unavailable for return to nalu.